Manufacturer narrative:
Model number/catalog number: 72404156, serial number null batch/lot number (B)(4), model/catalog description reservoir 100 ml pc/iz.

Event description:
It was reported that the patient complained of pain with a three month old inflatable penile prosthesis (ipp). Two weeks prior the pump tubing erode out of the scrotum. A replacement surgery was performed in which the existing ipp was removed and a new spectra penile prosthesis (spp) was implanted. During the procedure no pus was noted, cultures were taken and all areas washed out. The patient was given vancomycin and ancef to treat the infection. No more information available at the moment. Should additional information become available, it will be provided.